Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account and one label for an reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-2.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record for the loading unit label received indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the instrument device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a liver resection, the device partially fired, resulting in the need to reapply a staple line with a new device to complete the procedure. There was no reinforcement material used. The patient is currently doing well.

Manufacturer narrative:
(B)(4).